Event description:
Patient had an artificial penile prosthesis implanted approximately 1 month ago at another hospital. Patient developed a superficial scrotal skin infection that drained serous fluid and eventually this resulted in opening the scrotal incision. Patient was afebrile. Surgeon recommended removal of the ipp device, which occurred during the current month. During the removal surgery, no purulence was noted involving the device. The 100 ml reservoir and cylinders were removed due to erosion and replaced. There were no complications and patient was discharged the day after surgery. Manufacturer response for inflatable penile prosthesis, ams inflatable penile prosthesis (per site reporter): manufacturer will investigate product upon receipt of device.